Event description:
Customer called to report finding a bloody fluid on the top of the tubes in the closed mode area and clear diluent behind the right side door of the coulter ac.t 5diff cap piercer. Customer stated that patient samples were not affected and that no one was harmed by the instrument issues. The field service engineer (fse) inspected the instrument and found that the rinse block was leaking and that the needle was fused to the needle carriage. The fse then replaced the needle, needle carriage, probe and rinse block. Then, the fse aligned the needle and probe. The fse verified instrument performance to ensure that the services performed effectively resolved the instrument issues.

Manufacturer narrative:
(B)(4).